Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: na. (Before use), detailed description of event: hospital [name]. Before starting the procedure and placing the ports, the operating room team noticed that the packaging of c0r47, lot 1479178 had a hole in the face of the paper. They decided to use another unit from the kit. Unit c0r47 was not removed from packaging or assembled. Photos have been provided. Product is available for return. Type of intervention: na (before use). Patient status: na (no patient involvement).

Event description:
Name of procedure being performed na (before use). Detailed description of event: hospital [name]. Before starting the procedure and placing the ports, the operating room team noticed that the packaging of c0r47, lot 1479178 had a hole in the face of the paper. They decided to use another unit from the kit. Unit c0r47 was not removed from packaging or assembled. Photos have been provided. Product is available for return. Type of intervention: na (before use). Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a hole in the packaging. Based on the condition of the returned unit, it is possible that the hole in the packaging was caused by improper handling of the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.